Event description:
Additional information indicated that the patient will continue to be monitored.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the remote transmission shows the shock lead impedance (sli) trending up from 95 to 120 ohms, on this right ventricular (rv) single coil lead. The sli is stable and increasing; the highest measurement to date is 125 ohms. As the single coil leads tend to run a little higher, boston scientific technical services (ts) suggested to change the impedance limit to 150 ohms and monitor the patient. No adverse patient effects were reported.